Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). It was reported that during implant the lead could not be inserted into the ins. An issue with the ins was reported. The physician attempted to insert the lead multiple times and was met with resistance each time and was unable to insert the lead. The set screw was adjusted and it was attempted to reinsert the lead. The issue was resolved by utilizing a different ins. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.